Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient had two ivc filters placed. The details of the first implant are unknown due to missing records, date, product implanted, and reason for deployment. The first ivc filter was retrieved successfully, the filter was tilted with a dvt present in the lower left extremity to the level of the filter. Via the internal jugular vein a second inferior vena cava filter was successfully deployed at the level of l1. This procedure included stenting of the iliac vein and thrombectomy with tpa. Approximately two years post filter deployment a chest x-ray was performed for evaluation of pleural effusion. X-ray indicated two limbs of the ivc filter detached, one in the left inferior lobe anterior segment pulmonary artery, the other located at the level of the diaphragm. Via the right jugular vein the ivc filter was successfully retrieved. A pre retrieval venacavogram indicated a small clot within the ivc filter. The retrieved ivc filter had 10 legs present with two arms missing. Post retrieval venacavogram demonstrated no retained pieces of the ivc filter in the vena cava. Pulmonary artery angiogram confirmed foreign body in the left lower pulmonary lobe. The patient underwent attempts to retrieve the foreign object utilizing a gooseneck snare and 25 mm ensnare. The radiologist was able to move the proximal end, the distal tip was embedded in the pulmonary artery. The unlikeliness of the foreign object moving and being hazardous was discussed; therefore the procedure was terminated. Patient tolerated the procedure well with no immediate complications. The patient was discharged. It was noted on the discharge summary the patient had recently been treated for bloody pericardial effusion which appears to have been caused by the fracture of one of the ivc filter fragments in the distal left pulmonary artery. Patient to followup with cardiologist. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post filter deployment, x-ray indicated two limbs of the ivc filter detached with one in the left inferior lobe anterior segment pulmonary artery and the other located at the level of the diaphragm. Three days later, the filter was retrieved, revealing 10 legs present with two arms missing. The patient underwent attempts to retrieve the foreign object in the left pulmonary lobe utilizing a gooseneck snare and 25 mm ensnare. The radiologist was able to move the proximal end, but the distal tip was embedded in the pulmonary artery and the procedure was terminated. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and two of the filter prongs are embedded in the patient¿s heart. Furthermore, the patient allegedly experienced bleeding. The device was removed percutaneously. The two filter prongs remain embedded in the patient heart after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The patient had two ivc filters placed. The details of the first implant are unknown due to missing records, date, product implanted, and reason for deployment. The first ivc filter was retrieved successfully, the filter was tilted with a dvt present in the lower left extremity to the level of the filter. Via the internal jugular vein a second inferior vena cava filter was successfully deployed at the level of l1. This procedure included stenting of the iliac vein and thrombectomy with tpa. Approximately two years post filter deployment a chest x-ray was performed for evaluation of pleural effusion. X-ray indicated two limbs of the ivc filter detached, one in the left inferior lobe anterior segment pulmonary artery, the other located at the level of the diaphragm. Via the right jugular vein the ivc filter was successfully retrieved. A pre retrieval venacavogram indicated a small clot within the ivc filter, the retrieved ivc filter had 10 legs present with two arms missing. Post retrieval venacavogram demonstrated no retained pieces of the ivc filter in the vena cava. Pulmonary artery angiogram confirmed foreign body in the left lower pulmonary lobe. The patient underwent attempts to retrieve the foreign object utilizing a gooseneck snare and 25 mm ensnare. The radiologist was able to move the proximal end, the distal tip was embedded in the pulmonary artery. The unlikeliness of the foreign object moving and being hazardous was discussed therefore the procedure was terminated. Patient tolerated the procedure well with no immediate complications. The patient was discharged, it was noted on the discharge summary the patient had recently been treated for bloody pericardial effusion which appears to have been caused by the fracture of one of the ivc filter fragments in the distal left pulmonary artery. Patient to followup with cardiologist. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post filter deployment, x-ray indicated two limbs of the ivc filter detached with one in the left inferior lobe anterior segment pulmonary artery and the other located at the level of the diaphragm. Three days later, the filter was retrieved, revealing 10 legs present with two arms missing. The patient underwent attempts to retrieve the foreign object in the left pulmonary lobe utilizing a gooseneck snare and 25 mm ensnare. The radiologist was able to move the proximal end, but the distal tip was embedded in the pulmonary artery and the procedure was terminated. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and two of the filter prongs are embedded in the patient¿s heart. Furthermore, the patient allegedly experienced bleeding. The device was removed percutaneously. The two filter prongs remain embedded in the patient heart after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two weeks of post deployment, the patient present with the right lower extremity associated with deep vein thrombosis of the inferior vena cava at the level of the filter, the filter was rotated. Removal of the old rotated to filter and placement of a new filter slightly above the area where the previous filter was present at the level of l1 was performed. Access was gained via right internal jugular vein and through the existing tilted filter was strapped and removed and a second filter placed above this area. Successful removal of the tilted filter. Successful placement of a new g2 filter at the level of l1. Around, two years and five months later, the patient presented with chest pain. Chest 2 views pa/lat showed inferior vena cava filter noted. After, one month and eight days, pa and lateral views of the chest showed an inferior vena cava filter was seen projecting over the right lateral aspect of the upper lumbar spine. A linear metallic density was seen projecting adjacent to the left mainstem bronchus. An additional linear density was seen projecting over the left breast. These densities likely represent embolized inferior vena cava filter prongs. After, three days, the broken inferior vena cava filter was noted on scout images which showed that an inferior vena cava filter with 10 legs (instead of 12)- one leg was present in the left chest and the other one in the left upper quadrant, as seen. Two of the limbs detached, one of them going to the left inferior lobe anterior segment artery, and the other one located at the level of the diaphragm. Patient presented for inferior vena cava filter retrieval and possible retrieval of left pulmonary artery foreign body. Access was gained via right internal jugular vein. The needle entry was documented on gray scale ultrasound imaging following a series of exchanges, a 0.035 wire was advanced through the right atrium into the inferior vena cava. A 5 french flush catheter was advanced and an inferior vena cavogram was obtained. It demonstrated a stent in the right common iliac vein with stenosis and some areas of filling defect representing clots. There was a small clot within the inferior vena cava filter. The inferior vena cava filter was not significantly tilted, with the hook in the center of the inferior vena cava. The catheter was removed over a wire and following series of exchanges, a 10 french long vascular sheath was advanced just proximal to the inferior vena cava filter hook. A goose neck snare was advanced through the sheath. It was opened and the hook of the inferior vena cava filter was grabbed by the snare. The sheath was advanced over the filter as tension was given through the goose neck snare. The inferior vena cava fitter was completely retrieved as compared with outside computerized tomography scans, with 10 legs present. An image was recorded. A post retrieval inferior vena cava venogram was obtained through the sheath, which demonstrated no retained pieces of the inferior vena cava filter within the vena cava, with a better depiction of the circumaortic left renal vein. On the next day, the patient presented with history of broken inferior vena cava filter, with two legs dislodged. Attempted foreign body removal from right pulmonary artery. Patient presented for foreign body retrieval from the left pulmonary artery. A scout film of abdomen and chest was obtained, which demonstrated the linear metallic density foreign body in the left chest which correlated with the leg of the inferior vena cava filter. The needle entry was documented on gray scale ultrasound imaging. Following a series of exchanges, a 0.035-inch wire was advanced through the inferior vena cava into the main pulmonary artery. A 7 french vascular sheath was placed in the left common femoral access. A pulmonary artery angiogram was obtained which demonstrated the linear foreign body in the left lower lobe anterior segment pulmonary artery. Several attempts to retrieve the foreign body in the left lower lobe anterior segment pulmonary artery but unsuccessful to snare the foreign body. Even though it were able to move the proximal end on several occasions, the distal tip did not move, indicating it was embedded in the pulmonary artery. Since the procedure had taken already 4 hours then decided to abort the procedure. Therefore, the investigation is confirmed for the filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs and two of the filter prongs are embedded in the patient¿s heart. Furthermore, the patient allegedly experienced bleeding. The device was removed percutaneously. The two filter prongs remain embedded in the patient heart has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The patient had two ivc filters placed. The details of the first implant are unknown due to missing records, date, product implanted, and reason for deployment. The first ivc filter was retrieved successfully, the filter was tilted with a dvt present in the lower left extremity to the level of the filter. Via the internal jugular vein a second inferior vena cava filter was successfully deployed at the level of l1. This procedure included stenting of the iliac vein and thrombectomy with tpa. Approximately two years post filter deployment a chest x-ray was performed for evaluation of pleural effusion. X-ray indicated two limbs of the ivc filter detached, one in the left inferior lobe anterior segment pulmonary artery, the other located at the level of the diaphragm. Via the right jugular vein the ivc filter was successfully retrieved. A pre retrieval venacavogram indicated a small clot within the ivc filter, the retrieved ivc filter had 10 legs present with two arms missing. Post retrieval venacavogram demonstrated no retained pieces of the ivc filter in the vena cava. Pulmonary artery angiogram confirmed foreign body in the left lower pulmonary lobe. The patient underwent attempts to retrieve the foreign object utilizing a gooseneck snare and 25 mm ensnare. The radiologist was able to move the proximal end, the distal tip was embedded in the pulmonary artery. The unlikeliness of the foreign object moving and being hazardous was discussed therefore the procedure was terminated. Patient tolerated the procedure well with no immediate complications. The patient was discharged, it was noted on the discharge summary the patient had recently been treated for bloody pericardial effusion which appears to have been caused by the fracture of one of the ivc filter fragments in the distal left pulmonary artery. Patient to followup with cardiologist. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post filter deployment, x-ray indicated two limbs of the ivc filter detached with one in the left inferior lobe anterior segment pulmonary artery and the other located at the level of the diaphragm. Three days later, the filter was retrieved, revealing 10 legs present with two arms missing. The patient underwent attempts to retrieve the foreign object in the left pulmonary lobe utilizing a gooseneck snare and 25 mm ensnare. The radiologist was able to move the proximal end, but the distal tip was embedded in the pulmonary artery and the procedure was terminated. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and two of the filter prongs are embedded in the patient¿s heart. Furthermore, the patient allegedly experienced bleeding. The device was removed percutaneously. The two filter prongs remain embedded in the patient heart after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.